Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a distal femoral replacement 14 months ago and femoral components became loose. Patient had pain. Patient required revision surgery. Update 21/november/2019 wg: spoke to rep. Right femur. The femoral component, extension piece, fluted stem, bushings and bumper insert were revised. There are no allegations against any devices besides the loose femoral component. Rep provided the primary implant report and reported that no further information will be available.